Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 409 mg/dl. The patient treated with manual insulin injections. During troubleshooting the insulin pump failed the high pressure test. The test was repeated and the device passed. The insulin pump was not returned for analysis.